Manufacturer narrative:
One device was returned for repair with complaint that air bubble alarm occurs frequently. Service history review identified no indication that the complaint was related to a service of the device within the view period. Review of event log confirmed that there was a record of the air in line alarm. No physical damage was found on the device. Cause was possible defective air detector. Performed all function tests and all passed.

Event description:
It was reported, that the air bubble alarm occurs frequently. Per reporter, the issue occurred, during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional information becomes available.